Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell off the couch and the touch screen became cracked. Customer is unable to view the touch screen due to the damage. Customer's blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.